Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6a

Event description:
Healthcare professional reporting capsular contracture baker grade IV. This relates to the left device. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.